Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection. The reported failure was not confirmed during this evaluation. A root cause could not be identified. Based on the investigation results, the most probable cause of the reported event could not be determined. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope had scope overcurrent detection error e237 when connecting to the video tower. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.